Event description:
The manufacturing representative (rep) reported that their ins has shifted and that they are scheduling to have the device replaced with a recharge free ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that device replacement is scheduled for (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They again reported a battery placement. The hcp will go back in and fix. Patient has not yet been able to successfully recharge. They again reported location was on buttock. Patient had an appointment on (B)(6) 2021.

Event description:
Information was received from a healthcare provider and consumer regarding a patient who was implanted with an implantable neurostim ulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The healthcare provider (hcp) via a patient reported that the patient saw a recharger disconnected notification when recharging. Recharger and therapy are working fine and the recharger continues to recharge when acknowledging notification. While on call the patient tried recharging again and received the same notification but also error 1707. Ts (tech support) reviewed 1707 is related to positioning and to have patient call in to possibly reset bluetooth settings and/or re-pair wr to handset. The patient called in later the same day and said they have been having issues charging the ins. Patient said the hcp thought it was a blue tooth issue. Recharger connected to the app with no issues. Per patient, the recharger connects to the ins and within 3 seconds it loses connection. Patient said the hcp had a hard time getting connected to the ins using the recharger as well. Patient said they can only feel the top portion of the ins. Patient said if they hold their finger flat on the ins they can kind of feel a little more when pushing in. If they use belt the recharger doesn't connect to the ins at all. Patient said to connect to the ins the recharger has to be directly on the skin. Patient was able to connect to the ins and maintain a connection. Patient said it only stays connected if they hold the recharger, push into the body and don't move. Reviewed option to charge more often to make charging session shorter.  The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2021 additional information was received from patient. They reported that the cause was determined to be battery placement. The urologist will revise the pocket battery is placed in at a later date. Patient said they are sometimes able to successfully recharge the implant. The approximate location was butt near skin. Patient was seen on 10/6 and then will be seen again in feb of 2022.